Event description:
C-cc-CT - contamination; it was reported that there was a hair found in the sterile package when opened. The hair is still in the package.

Event description:
Extreme highs and lows in blood sugar results due to problem with infusion set. High blood pressure resulting in stroke. Impairment in vision, speech and balance. Diagnosis or reason for use: diabetes. Event abated after use: no, event reappeared after reintroduction: yes.

Manufacturer narrative:
Customer report was confirmed. The presep catheter was returned in an open tray. There is what appears to be a brown hair inside the tray. The hair is about 3" long.